Event description:
The customer reported when they wiggle the ECG connection, v 1 and v6 leads ECG go in and out. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported when they wiggle the ECG connection, the v1 and v6 leads ECG have an intermittent connection. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.